Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a 35 year old male on impella cp due to acute myocardial infarction. The pump was implanted without complication and demonstrated appropriate placement signals at p-8 prior to transfer to cvicu. During support, intermittent unreliable placement signals occurred. Repositioning of the impella was performed under bedside echocardiographic guidance with catheter adjustment and tuohy- lock secured. Following repositioning, purge flow decreased to less than 2.0 ml/min with low purge flow alerts. Patient remained hemodynamically stable with improved ejection fraction (ef) from ~30% to ~50% and mean arterial pressures (maps) in the 90s. The patient was taken to the cath lab and the impella removed successfully. Patient was hemodynamically stable post removal.

Manufacturer narrative:
Corrections: d4 catalog number updated. H6 component code changed from g04105 to g07001. H6 type of investigation removed b13. The investigation for the placement signal issue and high purge pressure has been completed. The cause of the placement signal issue could not be determined as limited clinical details were provided and issue did not reproduce with returned product. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis and returned product testing.